Event description:
During a follow-up, increased capture threshold which resulted in loss of capture (loc) and episodes of oversensing were observed on the right ventricular (rv) channel of the device. Technical services was contacted and provided reprogramming recommendations. The patient was then reprogrammed to resolve the event. The patient was in stable condition.